Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, inaccurate nitric oxide concentration readings were observed. According to the hospital report, while a target dose of 2 ppm was set, the device displayed a reading of 0 ppm. Troubleshooting was performed but did not resolve the issue, and the device was subsequently removed from the patient. No patient harm or sustained changes in the patient's clinical status were reported. Ventilator mode and settings: servo-n; niv.

Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with approved service and test procedures. During the evaluation, the internal manifold assembly associated with gas delivery control was identified as not performing as intended and was determined to be the cause of the reported issue. As part of the investigation, the device log file was reviewed. The log data indicated that the full-scale sensor calibration and system test were last completed more than 30 days prior to the reported event. According to the instructions for use (IFU, sections 9-2 and 5-2, respectively), the full-scale sensor calibration is required at least every 30 days, and the system test is required at least every 7 days when the device is not in use. Completion of these checks within the recommended intervals is intended to verify proper system functionality prior to patient use. The internal manifold assembly was replaced, after which the device met all manufacturer specifications for nitric oxide delivery accuracy, gas monitoring performance, alarm functionality, and overall device operation. Based on the results of the device evaluation and the information available, the investigation concluded that the reported event was caused by a malfunction of the internal manifold assembly. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.